Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt, as well as motor position encoder error. The customer's blood glucose was 102 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. No motor position encoder error alarm could be verified due to the motor error alarm. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot and minor scratches on the display window.